Manufacturer narrative:
UDI number: na. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.